Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep removed a plastic tab wedged between the contacts in the gib card slot. Service rep replaced the lift column and ordered a ps2 and ccd camera. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system doesn't display an image during fluoroscopy. This happened during a case. No pt injury was reported. Also, had an error message for lift switch stuck even when switches disconnected.